Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states that the axsym analyzer has generated discrepant troponin results on a patient sample. The initial result was 0.06 ng/ml and when retested on another axsym, the result was 0.5 ng/ml. The account reported out the 0.5 ng/ml result. The account also stated that they are now having issues with qc out of range 2 or 3 sd for several assays. There was no data provided. There was no adverse impact to patient management reported.